Manufacturer narrative:
The company rep examined the system and found the fuses were burned. The company rep changed the fuses, and the fuses burned again. The company representative then replaced the 24v power supply which he noted may have shorted at some point, causing the over current that burns the fuses. The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a power failure occurred during cataract surgery. "The equipment went out and would not turn back on." The surgery was completed by switching to manual technique, extracapsular cataract extraction (ecce). There was no pt harm or postoperative consequence reported.